Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the event of not powering on. Correction: a correction to model number was made to reflect correct model as 2490c8.

Event description:
It was reported that the patient received a new power cord for their carelink monitor but that their monitor is still not receiving power. The monitor will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the monitor was not receiving power. A new power cord was sent, but there was still no power. No patient complications were reported as a result of this event.